Event description:
It was reported that during a percutaneous transhepatic biliary drainage procedure, the suture fractured. The physician was trying to loop the flexima drainage catheter when the suture fractured. The catheter was cut for removal purposes and the procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).